Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Caught, pinched lip [lip injury]; painful lip [lip pain]; head came loose, fell off, there was a gap, caught my lip and it was painful, pinched lip - oral-b brushhead [injury associated with device]; brush head came loose and then it fell off, a pin fell out [device breakage]. Case description: a (B)(6) male consumer reported via phone on 07-mar-2017 that his oral-b power oral care refill precision clean had gone "haywire" that morning, elaborating that the head came loose, fell off, and a pin fell out. The consumer noted that this brush head had only been in use for a couple of weeks, being used twice a day, and this was the second time it had happened. The consumer explained that the first time there was a gap there that caught/pinched his lip on (B)(6) 2017 and it was painful. The consumer discontinued use of the product. He did not seek any medical attention. The overall case outcome was improved. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.